Event description:
The patient reported being burnt during an electrotherapy treatment for arthritis. Clinician reported: area treated: bilateral knees. Date of occurrence: 2007. Waveform used or clinical protocol used: interferential parameters (rate, phase duration): 80/150 hz. Time duration of treatment: set for 20 minutes but treatment stopped after 1st alarm (overcurrent signal). Check electrodes for proper placement/adherence and asked patient about comfort. Reset machine and treatment until 2nd alarm -- treatment discontinued. Total treatment approximately five minutes. Location of burn: bilateral knees. Size and description of burn: r knee 1.0x1.0cm proximolateral; .9x.9 proximomedial; 1.4x.9 distolateral; 1.0x.8 distomedial. L knee 1.1x1.1cm proximomedial; 1.1x1.2 proximolateral; .4x.3 distolateral; 1.6x.3cm further distolateral level of intensity (if known): cant' remember. No other reported injury treatment and/or post injury treatment was noted from the complainant.

Manufacturer narrative:
Lead pulled apart with very little pressure, self adhesive pads had very little adhesive stick to them, no burn spots on pads, carbon pads all 8 were under 50 ohms. System control board software revision is 3.6 muscle stimulator board software revision is 2.3 ultrasound board software revision is 2.3. Full functional test was conducted on all waveforms and on each of the 4 channels. The device performed to specification and no problem found. Labeling was reviewed and found to be adequate.